Event description:
It was reported the patient developed itching under the upper portion of the tape collar after two days of wear. Upon removal of the wafer, the patient allegedly noted red spots on her skin. The patient discontinued use of the device. No further info was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Sur-fit natura durahesive moldable convex skin barrier w/ flange w/ white tape collar & mold-to-fit opening.